Manufacturer narrative:
Product event summary: it was reported that the patient was experiencing critical battery alarms. When informed of the findings, the customer stated that second battery seems not to be recognized by con on both ports even it was fully charged. Two (2) batteries were returned for analysis ((B)(4)). Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via log files which revealed critical battery alarms involving (B)(4), and occurrences of non-consecutive premature battery switching events around the time of the reported event involving both batteries. Lab analysis of the returned devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The most likely root cause of the reported event is communication error between controller and battery which likely contributed to the event. An internal investigation investigated communication errors. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery : battery / (B)(4)/ model #: 1650de / expiration date: 2015-01-31, return date: (B)(6) 2015, mfg date: 2014-01-31.

Event description:
It was reported that log files revealed critical battery alarms associated with two batteries. The alarms occurred at a charging level above 10 percent. Also, one of the batteries was not recognized by the controller; the battery was connected to both ports when the battery was fully charged. Two batteries were replaced. No patient complications have been reported as a result of this event.